Event description:
Pt had a tkr-left performed in 2008. At that time, a femoral nerve block was placed and a stryker painpump2 was used to inject the medication into the block. At 1000 in the next day, the display screen on the pump showed the icon for an error, and an error code of e4. The staff contacted the stryker hot line. At that time, the hotline personnel informed nursing staff, the pump was no longer functional. The physician was notified, the femoral catheter was discontinued, and the pump was removed from the pt. The pt received IV toradol and po narcotics for further pain control. The pump failed at approx 0700 one day post-procedure.